Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via webform regarding the error message, "check sensor," while wearing the adc device on day 3 of wear using freestyle libre 2 app. As a result, the customer was provided insulin\glucagon or other medication by an hcp for treatment. Adc customer service attempted to contact the customer 2 (two) times to gain additional details regarding this event, however, all follow-up attempts were unsuccessful there was no report of death or permanent injury associated with this event.

Event description:
A complaint was received via webform regarding the error message, "check sensor," while wearing the adc device on day 3 of wear using freestyle libre 2 app. As a result, the customer was provided insulin\glucagon or other medication by an hcp for treatment. Adc customer service attempted to contact the customer 2 (two) times to gain additional details regarding this event, however, all follow-up attempts were unsuccessful there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage is observed on the sensor patch. Data was extracted using approved software and the sensor was in senor state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. Watermark was observed at the sensor base indicating the sensor tail was properly inserted. Therefore, this issue is not confirmed. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via webform regarding the error message, "check sensor," while wearing the adc device on day 3 of wear using freestyle libre 2 app. As a result, the customer was provided insulin\glucagon or other medication by an hcp for treatment. Adc customer service attempted to contact the customer 2 (two) times to gain additional details regarding this event, however, all follow-up attempts were unsuccessful there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.